Event description:
It was reported that prior to implant the device was interrogated and the battery bar was gray with pre-implant indication. The device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analysis commented the battery bar at preliminary analysis was green.